Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history records review for product no.150600005, lot no. 8394465 description attune fb tib base sz 5 cem. - manufactured on 05th oct 2016. 12 parts were manufactured per specification. There were one ncs associated with this lot, nr-0047921. The nr-0047921 was opened to allow size verification system on lasr0007 to be temporally turned off as an element of the machine was not functioning. This was a planned non-conformance to allow the processing of trays product through the lasr0007. The planned condition was that the parts that were not inspected by the vision system on lasr0007, instead the part verification was performed by the associates post laser and in the cleanroom by an independent inspector, who was introduced into the process to manually gauge and verify the parts at the generate label step. This nr-0047921 does not have any correlation with the failure mode of this complaint.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address fall and loosening of the tibial component at the cement to implant interface. A depuy cement, 40g with gent-lot#8419941 was used. It was also reported that a positive changes in x-rays from prior to fall to after fall. Removed tray and replaced with stemmed and sleeved tray. No surgical delay. Doi: (B)(6) 2017. Dor: (B)(6) 2021; right knee.